Event description:
It was reported that the right ventricular (rv) lead had increased and high impedance. There was also oversensing of short interval counts (sic). The lead had a possible fracture. During the replacement of the lead, a new lead could not be implanted due to patient anatomy. Due to the patient's medical condition, the physician decided to remove the device and not implant a new lead or replace the device. The rv lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were fifteen non-sustained episodes of less than 220 milliseconds ventricle to ventricle cycles recorded between the (B)(6) 2013; 247 of 262 lifetime ventricular short interval counts occurred since (B)(6) 2013. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2012 and (B)(6) 2013. The maximum right ventricular pace impedance rises from an approximate baseline of 400 ohms the week ending (B)(6) 2012 to greater than 1000 ohms the week ending (B)(6) 2012 and then to greater than 2500 ohms the week ending (B)(6) 2013.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d164awg implantable cardioverter defibrillator, (B)(6) 2008; 5076-52 implantable pacing lead, (B)(6) 2008. (B)(4).